Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had network issue and was frozen during login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13 november 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the device had network issues when signing in, taking a while to log in and freezing. A technical support specialist (tss) had been unable to connect remotely, but then the session had timed out and disconnected in bomgar, and the station had gone offline. The tss had guided the user to adjust the network cable at the station, ensure it was connected properly, and perform a reboot. After the reboot, the tss had remoted in again without issues and found that the disconnected mode icon had already cleared and the station was communicating. The last upload was current, and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.